Event description:
Customer reported taking 5 mg of diabetes medication at 7:30 am & eating breakfast at 8 am. At 10:30 am, customer felt dizzy and device = 296 mg/dl. Customer was found passed out 45 minutes later and family member called paramedics. Paramedics device = 38 mg/dl and customer was taken to hospital. Customer was treated, however the type was not known. No controls. A request was made for return product and replacement product was sent.